Manufacturer narrative:
Initial and final MDR 1885019 - MDR 3003442380-2024-07528 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set fell off during use for 12 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.